Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 64-year-old male patient presenting with cardiomyopathy. During impella support, it was documented that the patient developed a hematoma at the right groin. Up until that point in time, the patient had instances of oozing around the access site that resolved via repositioning or manual pressure. The patient was provided 1 unit prbc and the hematoma was subsequently evacuated. The patient was considered stable following the intervention and impella support continued.